Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced rising blood glucose after breakfast while using the ilet system, despite recorded insulin delivery and a successful meal announcement; the user changed the infusion site, confirmed no leakage or bent cannula, resumed insulin, and later reported blood glucose of 277 mg/dl trending downward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.